Event description:
A hospital in (B)(6) reported that when an rt329 infant breathing circuit kit was opened, the mr290vx humidification chamber was found cracked. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290vx vented autofeed humidification chamber is en route to fisher & paykel healthcare ('fph') (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.